Event description:
In 2009, the lay user/reporter, the pt's caregiver, contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical affairs specialist was unable to reach the pt by telephone to obtain info. On feb 2, 2009, the smas sent a letter requesting the pt call medical affairs. Three days prior to original date at 11:51 am, the pt obtained the blood glucose reading of 175 mg/dl on the reported meter. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. At 3:00 pm the pt's son contacted emergency services. Paramedics arrived and tested the pt's blood glucose level to be "31 mg/dl". The pt takes an unspecified oral diabetes medication. The pt tests her blood glucose level three times per day. It would have been helpful to determine if the 175 mg/dl reading was pre-lunch, what metals and medications the pt had taken earlier on the day of this event, the pt's blood glucose readings prior to the event, what symptoms the pt experienced when emergency services were contacted, what treatment the pt received, if she was transported to the emergency room, her medication regimen, and her expected readings. During the troubleshooting telephone call, the customer care advocate (cca) determined the pt's testing technique was correct and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The pt allegedly became hypoglycemic three hours after obtaining an elevated reading on the reported meter, and her blood glucose reading was determined by paramedics to be 31 mg/dl. It is unk what medications or actions were taken prior to this event, what treatment she received, or her expected results. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.